Manufacturer narrative:
This report is being supplemented to provide additional information based on third-party testing and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: all channels cfu: 1cfu bacterial identification: (B)(4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to the customer provided cleaning disinfection and sanitization (cds) practices (see b5). The information included in b5 was inadvertently omitted from the first supplemental medwatch report.

Event description:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope, and the customer confirmed that there were no suspected patient infections due to the facility findings. Additionally, the customer confirmed that it¿s unknown if the device was rinsed before manual disinfection. Aniosyme was the disinfectant used, all channels were flushed and immersed into the disinfectant, and filtered water was used for disinfecting. The date and expiration of the disinfectant is controlled. The customer used a cantel automatic endoscope reprocessor (aer) with cantel intercept plus detergent and cancel rapicide apa disinfectant. All channels were connected with tubes when the endoscope was set up in the aer. The concentration and expiration date of the disinfectant is controlled, and filtered water was used. It¿s unknown if the water filter was replaced in accordance with the instructions for use. The device was dried using clean towels and it was stored in a simple cabinet.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the scope passed all testing and was working as intended. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.